Event description:
It was reported that the insulin pump was stuck in the prime loop and insulin was squirting out during the manual prime process. Troubleshooting was performed, and the displacement test failed. The blood glucose reading was 13mmol/l. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube and lip.